Event description:
The customer reported an atellica im high-sensitivity troponin I (tnih) patient result as 3.26 ng/ml when the units of measure should have been pg/ml (ng/l). The result was reported to the physician who questioned the result. There are no reports that treatment was altered or prescribed or adverse health consequences due to the discordant, high atellica im tnih results.

Manufacturer narrative:
A united states (us) customer reported a falsely elevated atellica im high-sensitivity troponin I (tnih) result due to an incorrect conversion factor set during a study. The customer changed the units to pg/ml (ng/l) and kept the conversion factor to 1.0; however, upon completion of the study, the customer changed the units back to ng/ml and kept the conversion factor 1.0. Siemens has completed the investigation: the customer reported an atellica im tnih patient result as 3.26 ng/ml when the results should have been resulted as 3.26 pg/ml (ng/l). Siemens reviewed the available information to determine probable cause and evaluate for potential product issue. The customer previously reported troponin with units of ng/ml and was performing a study to change units to ng/l. After the study the customer left the conversion factor in place for atellica im tnih standard reporting units of pg/ml (ng/l) but changed units back to ng/ml prior to running and reporting this patient as elevated for troponin I. Root cause of erroneous result is operator/use error. 3.26 pg/ml (ng/l) is below the 99th% IFU cutoff for normal and consistent with a repeat sample on an unknown method that resulted low/negative. No product performance issue is observed. The customer is operational. Based on the investigation, no product problem was identified. No further evaluation of the device is required. The customer is operational.